Event description:
It was reported that the patient experienced an undesirable change in stimulation with stimulation of the left hamstring traveling down the patient's leg and a vague weakness in the leg. The stimulation was discontinued on (B)(6) 2010, and it was reported that the event resolved without sequela as of this date. The system was later explanted.

Manufacturer narrative:
Product ID 3889-28, lot # v514031, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Lead model 3889-28, serial #(B)(4), implanted: (B)(6) 2010 explanted: (B)(4) 2011. Programmer model 3037, serial #(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found that there were no anomalies. It was noted that the connector module and shield/can were scratched. Analysis of the lead found that the lead was cut through the body during explant and product was segmented. There were no significant anomalies.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the device was being explanted due to patient request. It was noted that the stimulation of the hamstring was hindering abilities to perform activities of daily living.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had an infection at the pocket site. The organism was unknown at the time of this report. The event date was also unknown. No further information was provided.